Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with the left eye feeling like something was in it and it was hard to open three days post lasik. The patient was noted to have an epithelial abrasion. The patient is to continue to normal postoperative drop regimen. The patient is improving and will be seen in follow up at a later date. Additional information received states that the epithelium has regrown but diffuse lamellar keratitis (dlk) has developed. The patient is being treated with topical steroids. The patient was seen in follow up and noted the dlk has resolved and abrasions healed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4)